Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Customer received a large shipment of bone cement. Stated in an email that 1 box of tobra had to be destroyed on site due to leakage.

Manufacturer narrative:
An event regarding packaging damage involving simplex with tobramycin bone cement was reported. The event was not confirmed. The device history review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. The complaint history review determined that there were no other similar reported events for the lot. Conclusions: based on the information provided by the customer, there was an odor coming from the product. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odor and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
Customer received a large shipment of bone cement. Stated in an email that 1 box of tobra had to be destroyed on site due to leakage.